Manufacturer narrative:
The device has not yet been returned for eval. Photos attached to the complaint record show the peel away pouch is open on the end. The device history record was reviewed and sealing process parameters were confirmed to be within specifications and the product passed in-process inspections. We have not yet determined a root cause for the reported event as the investigation is ongoing. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
A report was received from (B)(6) indicating that upon opening a box of sterile cannula by a nurse, 5 of the 10 individually packaged cannula had not been sealed along one edge of the pouch. The cannulas were not used on any pts, as the broken seals were identified prior to use. (B)(4).